Manufacturer narrative:
Additional information: b5, additional code annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received stating the event was happened during intra-op, and there was a patient involved during this event.

Manufacturer narrative:
H3: product analysis of part # 9560524 ; lot # my20e001 the handle screw is stuck to the threaded part at the tip of the cable. As such, it cannot be disassembled. Insufficient holding force of the holder was also observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product analysis of part # 9560524; lot # my20e001. The handle screw is stuck to the threaded part at the tip of the cable. As such, it cannot be disassembled, and the cable must be cut for repair. Insufficient holding force of the holder was also observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received from user facility via manufacturer representative regarding a device used for spinal therapy. It was reported that the lock on the bellows part is weak. There was no patient involved. No further complications reported.